Event description:
This event is from a (B)(6) study. The patient enrolled in (B)(6) study underwent an elective cardiac catheterization procedure during which he developed pulmonary edema and respiratory failure. Patient was emergently admitted, intubated and placed in the intensive care unit for further treatment. The pi determined that this was unrelated to the study protocol. The guide catheter was used in the elective procedure.

Manufacturer narrative:
(B)(4). The actual device was discarded and will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. Method/results/conclusion: if in the future additional information or a product sample is returned a follow-up medwatch will be submitted. The event has not been confirmed due to no product returning for evaluation. The analysis is complete as of today (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.